Event description:
Complainant alleged that a pt (age and gender unknown) was being monitored during a transport. The pt's ECG trace on the unit's monitor screen disappeared and a green dot appeared in the middle of the screen. The monitor screen later went blank. Another ambulance met them and the medics obtained another unit (MFR unknown). There was no adverse effect on the pt.